Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a complicated type b aortic dissection that was treated with the implantation of a conformable gore® tag® thoracic endoprosthesis (ctag) in zone 1 of the thoracic aorta. Additionally surgical de-branch procedures of the left common carotid, the brachiocephalic trunk/innominate and the left subclavian artery were performed. On (B)(6) 2018, a descending thoracic aortic aneurysm developed that required the implantation of an additional thoracic endoprosthesis on (B)(6) 2019. The patient tolerated the procedure.